Event description:
A pt self-tester generated lower results than reference on protime microcoagulation system. Protime generated inr 2.3. Two days later she went to ER for an unrelated issue and inr was 3.8. After an unspecified number of days pt tested again and generated inr 1.8. Pt's therapeutic range: inr 2.5 - 3.0. No adverse event(s) reported.

Manufacturer narrative:
(B)(4). Method: actual device evaluated. Device history record for instrument and cuvette lot reviewed and met specification. Result: no failure detected. Conclusion: unable to confirm complaint. No failures detected, device operated within specification. Itc has requested all data required for form 3500a.